Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The newly added devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ patient was revised to address loosening of the femoral component (right side). Update rec'd ((B)(6) 2014) - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Investigation methods: was patient affected: yes. Device history reviewed: no. Lot trace obtained: no. Complaints database searched: yes. Product checked: no. Label checked: no. Product pulled from stock for inspection: no a review of complaint databases did not identify any anomalies. It should be noted that no device was returned it should be noted that (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. Ppf has no new allegation. Updated the product details of head and liner. Corrected the product details of sleeve. The previous investigation can be found under (B)(4). Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per (B)(4).. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.